Event description:
It was reported that the pump indicated a data log corruption. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information could be obtained. Additionally, it was reported that the pump battery could not be charged which resulted in the pump shutting down. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source. There was no reported adverse impact to the customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.